Event description:
A patient had the pump removed today ((B) (6) 2009) from the shoulder, and an infection at the insertion site was identified. Did not save the pump or catheter.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device is not available for evaluation and investigation. Without the actual product or a lot number, a complete analysis cannot be conducted. The lot and device history records cannot be reviewed without a lot number. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.